Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020. D6b: explant date: 2020.

Event description:
It was reported that the patient experienced an inadequate stimulation and difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure.